Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead. No patient symptoms were reported. It was noted that the noise appeared following an unrelated cardiac procedure. The noise was not frequent and the decision was made to monitor the lead.